Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: update rec¿d 4/8/2014 - pfs was received from legal, primary and revision medical records were received from legal. Records are available for further review. The complaint was updated on: 05/01/14. Doi: (B)(6) 2007 - dor: (B)(6) 2013 (right hip). (B)(6). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain, discomfort and elevated levels of cobalt and chromium. It is also alleged that during the revision, the surgeon noted lymphocytic vasculitis-associated lesion, soft tissue irritation, inflammation and a thickened, yellow lytic membrane of the pseudocapsule.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metallosis, metal wear, and elevated metal ions.